Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was aligned with the camera during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was discovered by an inspector from the bureau of radiation control that the stenoscope system beam exceeded visible image by 13% of the 20 inch test in mag mode. No patient injury was reported.